Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the sheath did not split properly. It was not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was successfully flushed, but a successful pulsatile blood flow from the marker lumen could not be achieved. The device was in the artery with no bleed back. The physician felt that the thick scar tissue in the target groin from multiple prior procedures possibly caused the unsuccessful blood flow. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.